Event description:
It has been reported to philips that the system did not boot. It required three restarts before fully booting up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the images are not displayed. Review of the logfiles confirmed the lsr (lab stopped responding) software issue. Upon further inspection, philips field service engineer (fse) visited onsite and checked and found that the system was not booting up properly due to software malfunction with the pc. Fse refixed the pc connections. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.